Event description:
It was reported that the pt showed high lead impedance in the or while replacing the old generator with the new one. Pt showed high lead impedance on the new generator since communication could not be established with the old generator as it was at end-of-service. No lead fracture was seen in the or near the generator pocket. Troubleshooting steps were performed but did not resolve the issue. Pt was re-implanted with a new generator but the leads were not replaced at that time. No x-rays will be taken and pt will likely have a lead revision surgery sometime later.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.